Event description:
It was reported that two self-drilling variable screws at the superior cervical level backed out of a patient sometime post-operatively. The screws reportedly backed out 1-2 threads in length and occurred sometime 2-6 weeks post-operatively. According to the report, the patient is doing fine and no revision surgery is necessary.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.